Event description:
The customer initially reported that during a low anterior resection, a regrasp alarm was heard and no sealing could be done. It is unknown if an end tone was also heard. Another device was used to complete the procedure without incident. There was no patient injury. The incident device was returned and a visual inspection revealed that the knife was protruding from the jaws of the device.

Manufacturer narrative:
(B)(4). (B)(4). A visual inspection of the incident sample showed tissue in-between the jaws and in the webbing. The knife was protruding from the jaws and the webbing was bent. No regrasp alarm was given when tested on simulated tissue. The reported event may have occurred when the knife was protruding and the device was activated causing the jaws to short across. Engineering evaluations have been able to duplicate the protruding knife by clamping on large, rigid tissue. The IFU for this device warns against overfilling the jaws of the instrument so as not to compromise the cutting function. The IFU also states to confirm the jaws have reached the closed position before activating the cutter or the cutter may not securely stay within the guiding track of the jaws. Covidien lp has recently implemented a new jaw/blade assembly design to increase the blade retention within the jaws of the hand piece. This makes the design more robust to variations in user technique. These corrective actions have significantly reduced reports of this nature.